Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer threw away meter and strips. Product replaced by doctor. Customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. Customer states the meter read 209mg/dl fasting. Customer states their normal fasting range is 90-99mg/dl fasting. Customer states he took victoza 1.8 units and his oral diabetic medication and began to feel shaky. Customer states he went to his doctor's office and the meter at the doctor's office read 67mg/dl non-fasting. No medical treatment received. Customer drank and orange juice. Customer states he was prescribed a new meter and strips (true metrix) and threw away his old true metrix meter and strips. Customer has a new meter and states he is satisfied with the products he is currently using. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call. The product storage location is undisclosed.